Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad was found to be peeling at the up arrow button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The ok button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly with no signs of fading or discoloration. Also unrelated to the complaint, a crack was found along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.